Event description:
It was reported that a patient presented at a device follow-up and their bi-v implantable cardioverter defibrillator (ICD) had triggered elective replacement indicator (eri) several months earlier. The bi-v ICD did not meet anticipated longevity. Intervention was required to remove and replace the ICD. It was noted the patient did not follow-up regularly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant continued: model: 407652, implantable pacing lead; implant: (B)(6) 2010. Model: 419588, implantable pacing lead; implant: (B)(6) 2010. (B)(4).